Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1700360 was manufactured on 03/20/2017 a total of 288 pieces. Lot was released on 03/23/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file pic_anp1900059868 for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. A clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. Another attempt was made to fire a clip. Once again, the clip was able to properly load into the jaws. However, the clip broke during application to over-stressed surgical tubing. This was repeated with the same result for the next clip. The jaws are other remarks: misaligned which caused the clips to break during application. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw was bent which caused the jaws to become misaligned. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not ligating when loading" was confirmed based upon the sample received. Upon functional inspection, it was found that the bottom jaw was bent which caused the jaws to be misaligned. The misaligned jaws resulted in two clips breaking when being applied to over-stressed surgical tubing. At the time of assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event. Additional method code: 26